Event description:
The customer reports that the device will not shock at 150j and 200j but will shock at levels below.

Manufacturer narrative:
(B)(4). The customer reports that the device will not shock at 150j and 200j but will shock at levels below. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.